Manufacturer narrative:
CAPA (B) (4) was opened to address the jamming issue related to customer complaint.

Event description:
The event is reported as: the stapler jammed during a surgical procedure. No patient injury reported.